Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: during preparation for surgery, a foreign material was found on the outer trocar. This device was not used on the patient. A new instrument was used to complete the procedure. There was no report of pieces falling into the cavity or impacting the patient. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. No patient injury was reported.